Event description:
The pt was implanted with a monarc sling system. It was reported the pt experienced emotional distress, mental and physical pain and suffering, and permanent injury. The pt underwent nonspecific corrective surgery.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.